Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, scratches on the display window and no button response due to corroded keypad traces during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's sister reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 400 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers continued to ramp up on their own. Customer advised the scroll bar was not moving up or down without input and the patient was advised the up or down button may be stuck. Customer advised the buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.